Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and lead were explanted and returned for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. The device passed all returned product testing. No further analysis was completed due to no reported observations from the field.

Event description:
--